Manufacturer narrative:
H6 (type of investigation (b)) was updated/added. The customer decided not to repair the thermogard console in the complaint. Therefore, a physical investigation was not performed, and a root cause could not be determined.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (B)(6) displayed a tcmid:07 (coolant temp high) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. Later, during testing in biomedical engineer's office, the thermogard system displayed tcmid:06 (ce post failure).